Event description:
The reporter stated that the pump was returned from the floor for fluid spilled in the drive mechanism. The contamination was cleaned and the pump was tested. It gave an inaccurate delivery when tested. No add'l info was available.